Event description:
Procedure type: tepp inguinal hernia repair. According to the reporter: during the procedure the grey rubber seal fell into patient cavity. The piece was retrieved with a lap grasper, the incision was not increased and neither was the or time. There was no additional bleeding. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).